Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When reaming, the reamer would keep going even after the surgeon pulled the reamer out of the wound and taken his finger off the trigger. Examined the mics after the case, and the trigger would stick after you depressed it. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that when reaming, the reamer would keep going even after the surgeon pulled the reamer out of the wound and taken his finger off the trigger. Examined the mics after the case, and the trigger would stick after you depressed it. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of device history records indicate 25 devices were manufactured under lot k0bw8 and 24 devices were accepted into final stock on 10/16/2018. Review of qt-18-10-0097 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot k0bw8 shows 00 additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
When reaming the reamer would keep going even after the surgeon pulled the reamer out of the wound and taken his finger off the trigger. Examined the mics after the case, and the trigger would stick after you depressed it. Case type: tha.